Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ferritin (ferritin), elecsys vitamin d total iii, and elecsys vitamin b12 immunoassay results from one patient sample tested on the cobas e411 disk. This medwatch is for the elecsys vitamin d total iii assay. Please refer to the medwatch with: a1. Patient identifier (B)(6) for the elecsys vitamin b12 immunoassay. A1. Patient identifier (B)(6) for the elecsys ferritin (ferritin) assay. The initial vitamin d total iii result was 238.0 nmol/l. The repeat result was 47.71 nmol/l. The repeat result was deemed correct based on the patient's previous results and correlation with the patient's complete blood count (cbc) by the laboratory doctor.

Manufacturer narrative:
The investigation reviewed the alarm trace; no issues were noted. The investigation reviewed the customer's handling of patient samples. The patient sample's clotting time was only 10 minutes; most sample tube manufacturers recommend a clotting time of 30 minutes. The customer uses a fixed centrifuge which can lead to slanted sediments resulting in poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.